Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during normal use, the external pulse generator (epg) would reset to nominal settings. The epg is expected to be returned, but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would reset to nominal settings. It was indicated that a software update was required. It was also indicated that an encoder dial was out of specification. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.